Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: the keypad cover was found to be peeling from the base. No other damage was observed. During testing, the contrast button was found to be unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/17/2014.